Event description:
It was reported that a patient has a csf leak on lead revision. They experienced headaches which initially subsided but later returned, prompting an emergency room visit. Computed tomography of the back and head was conducted, concluding a cerebrospinal fluid leak. A blood patch was scheduled to address the csf leak. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. 2025-may-01 e1 (rep): additional information was received from the manufacturer representative (rep). It was reported that the rep clarified that the reason for the initial lead revision was due to the percutaneous leads implanting originally migrating.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-sep-2028, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 14-oct-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.